Event description:
Please note that when the initial information was received it was reported under this device, model 7426, serial no. (B)(4). However, the subsequent information received clarified that the original report should have been filed on the patient's other device, model 7426, serial no. (B)(4), which report has now been filed. See manufacture report no. 3004209178-2012-07324.

Manufacturer narrative:
Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40, lot# j0340521v, implanted: (B)(6) 2003, product type: lead. Product ID: 3387-40, lot# j0454428v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported the stimulation was turning off intermittently on patient's left side, implantable neurostimulator (ins), for the past 3 months. The patient could tell stimulation was turned off because their tremor symptoms came back fairly rapidly. The ins voltage was good at 3.74v. Upon interrogation, the left side ins showed 60+ activations with the right side, ins only showing 30+. The patient did turn both inss off every night. The current impedance measurements were normal. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.